Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. During an atrial threshold test it was observed the implantable cardioverter defibrillator was ventricular safety pacing due to crosstalk. The device was reprogrammed. The patient was asymptomatic.